Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 21-aug-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("migration of an insert but they do not know where"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), menorrhagia ("heavy menstrual periods that last more than 1 month with large clots"), endometriosis ("endometriosis") and volvulus ("intestinal torsion") in a (B)(6) year-old female patient who had essure (batch no. 936680) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pyrexia ("feverish") and pelvic pain ("major pelvic pain radiating to the back"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), volvulus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), myalgia ("muscle pain, especially in the back"), fatigue ("fatigue"), anaemia ("anaemia"), weight increased ("weight gain"), headache ("headaches"), chills ("chills") and ovarian cyst ("ovarian cysts measuring 50 mm on each side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hormones nos, surgery (hysterectomy and adnexectomy), surgery (hysteroscopies and novasure® endometrial resection in (B)(6) 2016) and surgery (novasure endometrial resection in (B)(6) 2016). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, endometriosis, volvulus, abdominal pain, myalgia, fatigue, anaemia, weight increased, headache, chills, ovarian cyst, pyrexia and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain, anaemia, chills, device dislocation, endometriosis, fatigue, headache, menorrhagia, myalgia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, pyrexia, volvulus and weight increased with essure. The reporter considered abortion spontaneous to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood test - on (B)(6) 2017: miscarriage. Computerised tomogram - on (B)(6) 2017: intestinal torsion and migration of an insert. Ultrasound scan - on (B)(6) 2017: miscarriage. Urine analysis - on (B)(6) 2017: miscarriage. On (B)(6) 2017: vaginal sample - miscarriage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 20-sep-2017 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 1.521 cases. Menorrhagia: the analysis in the global safety database revealed 478 cases. Pregnancy with contraceptive device: the analysis in the global safety database revealed 3.341 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 21-aug-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("migration of an insert but they do not know where"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), menorrhagia ("heavy menstrual periods that last more than 1 month with large clots"), endometriosis ("endometriosis") and volvulus ("intestinal torsion") in a (B)(6) female patient who had essure (batch no. 936680) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pyrexia ("feverish") and pelvic pain ("major pelvic pain radiating to the back"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia. (Seriousness criteria medically significant and intervention required), endometriosis .(seriousness criterion medically significant), volvulus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), myalgia ("muscle pain, especially in the back"), fatigue ("fatigue"), anaemia ("anaemia"), weight increased ("weight gain"), headache ("headaches"), chills ("chills") and ovarian cyst ("ovarian cysts measuring 50 mm on each side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hormones nos, surgery (hysterectomy and adnexectomy), surgery (hysteroscopies and novasure® endometrial resection in (B)(6) 2016) and surgery (novasure endometrial resection in (B)(6) 2016). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, endometriosis, volvulus, abdominal pain, myalgia, fatigue, anaemia, weight increased, headache, chills, ovarian cyst, pyrexia and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain, anaemia, chills, device dislocation, endometriosis, fatigue, headache, menorrhagia, myalgia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, pyrexia, volvulus and weight increased with essure. The reporter considered abortion spontaneous to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Blood test - on (B)(6) 2017: miscarriage. Computerised tomogram - on (B)(6) 2017: intestinal torsion and migration of an insert. Ultrasound scan - on (B)(6) 2017: miscarriage. Urine analysis - on (B)(6) 2017: miscarriage. On (B)(6) 2017: vaginal sample - miscarriage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 25-aug-2017 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 1336 cases. Menorrhagia: the analysis in the global safety database revealed 458 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.